Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a bent ground tab from ECG shield shorting components on the ECG board. Investigation was inconclusive how the tab became bent and there were no apparent obstructions within the device. Analysis of reports of this type has not identified an increase in trend.